Manufacturer narrative:
The complaint device has not been returned to-date. An initial evaluation has been conducted based on the event description and previous investigations on similar complaints. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the patient. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of approximately 0.054% worldwide for the last year.

Event description:
A medical center in the us reported that the face cushion of a rt040 single use face mask became detached from the frame. This customer reported that this type of incident have occurred on previous occasions. No patient injury was reported.